Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the longevity of this pacemaker was questioned. A request was made to have data from this device analyzed. Data analysis showed an increase in power consumption coincidental with the patients atrial fibrillation (af). Programming options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device was later explanted due to upgrade and the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the longevity of this pacemaker was questioned. A request was made to have data from this device analyzed. Data analysis showed an increase in power consumption coincidental with the patients atrial fibrillation (af). Programming options were discussed. No adverse patient effects were reported. The device remains in service.